Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while the device was being applied for stomach resection, the device was able to fire but there was a poor staple formation. The surgeon stated that the last group of staples looked mangled and clumped. There was no patient injury.